Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. According to the gore® dryseal flex introducer sheath instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on an unknown date, this patient underwent total arch replacement using open stent graft technique, and abdominal replacement for repair of aortic dissection. On (B)(6) 2022, this patient underwent an endovascular treatment of pseudoaneurysm at the abdominal anastomosis using gore® dryseal flex introducer sheath and gore® tag® conformable thoracic stent graft with active control system. When a sheath (dsf2433) was inserted from the right femoral artery, it could only be raised about 5 cm, so it was attempted to insert with the dilator only, but it was caught in a highly calcified portion of the right external iliac artery and could not be inserted. Insertion from the left femoral artery was also unsuccessful, again only be raised about 5 cm, and ballooning (mustang¿) was performed, but was not successful. Ballooning (mustang¿) was performed to attempt insertion through the right femoral artery again and the sheath outer tube and balloon (mustang¿) were slowly raised together, which passed through the area with the worst calcification and was raised. The stent graft was successfully implanted, and the procedure was completed confirming no problem with access angiography. On (B)(6) 2022, CT showed dissection of bilateral external iliac arteries. It turned out that what was thought to be calcification during the previous procedure was in fact dissection. Although the timing of the dissection created was unknown, it was considered highly likely to have occurred at the time of insertion of dsf 2433 during the previous procedure. Since there appeared to be no problem with blood flow in the legs, the dissection was decided to monitor.